Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two pieces severed 186mm from the terminal pin. Although the segments returned pass electrical testing, residual calcification was observed on both the proximal and distal electrodes. This calcification creates a non-conductive barrier between the lead¿s shocking coil and the patient¿s heart tissue, thereby gradually increasing the impedance seen by the device over time. The reported high impedance measurements were likely the result of calcification observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information this patient with an implantable cardioverter defibrillator (ICD) had a steady rise in shock impedance in the right ventricular (rv) lead over the past year. During laser extraction it was visually observed that there was significant hard tissue and calcification build-up on both coils. The rv lead was explanted and replaced. No adverse patient effects were reported.